Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 4592, implantable pacing lead, (B)(6) 2001. (B)(4).

Event description:
It was reported that the pacing dependent patient presented following a syncopal episode. It was also reported that the right ventricular (rv) lead threshold had increased over time and that there was noted periods of no capture with the rv lead. Therefore the rv lead was capped and replaced with a new lead. No patient complications have been reported as a result of this event.